Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos (general purpose operating system) cpu battery was evaluated and replaced. The gpos pcb and hard disk drive connections were also reseated during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.